Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the device alarmed motor error alarm and motor position encoder error alarm. The customer's blood glucose level was 375 mg/dl. The customer treated with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Additional information was received which was not included in the initial medwatch report. The information has been provided with this report.

Event description:
Customer reported via phone call that the customer did not disconnect from the device when the device alarmed a motor error alarm.